Event description:
It was reported that the catheter was fractured. The target lesion was located in the iliac artery. A 135/10 renegade hi-flo kit was selected for use. During unpacking, it was noted that the device was fractured in the middle of the catheter. The procedure was completed with another of same device. No complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was returned partially in the shipping hoop. The shipping hoop was hydrated, and the device was removed. The device was inspected for any damage or irregularities. The device showed damage in the form of stretching located 4cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No fracture was noticed.

Event description:
It was reported that the catheter was fractured. The target lesion was located in the iliac artery. A 135/10 renegade hi-flo kit was selected for use. During unpacking, it was noted that the device was fractured in the middle of the catheter. The procedure was completed with another of same device. No complications were reported and patient was stable post procedure.